Event description:
It was reported that a patient underwent a cardiac ablation procedure with thermocool smarttouch sf catheter and an irrigation issue (device used in patient) issue was observed. When ablation was performed, a temperature rise alert occurred and ablation stopped. Timing was one hour after the procedure started. When the thermocool smarttouch sf catheter was removed from the patient¿s body and was checked, the thermocool smarttouch sf catheter did not irrigate. Although flushing was attempted, irrigation at the catheter tip was blocked. Therefore, the thermocool smarttouch sf catheter was replaced with another new one. The issue improved and the procedure was continued. The procedure was completed without patient's consequence. Additional information was received on (B)(6) 2026. The suspected device for the reported flow/irrigation issue was the catheter. The smartablate pump, (B)(6) temperature rise alert occurred. Flushing was attempted, but irrigation at the catheter tip was blocked. Therefore, the thermocool smarttouch sf catheter was replaced with another new one. Additional information was received on (B)(6) 2026. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. The temperature rise alert was assessed as non MDR reportable. Since the generator stopped delivering radio frequency, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The irrigation issue (device used in patient) was assessed as MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with thermocool smarttouch sf catheter. When ablation was performed, a temperature rise alert occurred and ablation stopped. Timing was one hour after the procedure started. When the thermocool smarttouch sf catheter was removed from the patient¿s body and was checked, the thermocool smarttouch sf catheter did not irrigate. Although flushing was attempted, irrigation at the catheter tip was blocked. Therefore, the thermocool smarttouch sf catheter was replaced with another new one. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation 19-mar-2026. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high temperature and irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).